Event description:
Information was received from the customer on (B)(6) 2014 that (B)(6) study from 2009 was viewed and then exported to a 3rd party system. The day after exporting, the customer went to view the patient's studies and noticed that the prior studies were no longer available, only the newly added scanned paperwork was in the exam rack. Customer reached out to the 3rd part system and requested the study was burned to cd and sent back to the customer overnight. Customer was able to re-import the prior study from cd. There were no reports of patient harm or of an adverse event. It has been determined that the additional images received on the existing study resulted in the study images to be split among two server stack directories as is normal system processing. The images on the two server stacks were not merged by the system due to an intellspace pacs product malfunction resulting in the display of the additional images but not the prior image set. The investigation of this issue is ongoing.

Manufacturer narrative:
(B)(4) . A follow-up report will be submitted once the investigation is complete.